Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, the subject implant was found operating in nominal mode. The patient was out of breath and not feeling well.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, the subject implant was found operating in nominal mode. The patient was out of breath and not feeling well.